Event description:
Patient on dolphin mattress on the oncare harmony low bed. Rn put in chair mode- once in chair mode, bed stopped doing anything at all, even CPR button did not work, pt started to fall over to the r side of the bed as we were unable to put the head of the bed down at all, staff held onto pt until manual CPR handle was found- then patient was lowered down so that he was not falling out of the bed. This is not the first instance of this bed malfunctioning at this facility. Due to efforts of the staff there is no harm known at this point. Since the patient had to be moved off the therapeutic surface there is a chance of skin breakdown and pressure ulcers developing. On care harmony low bed with a dolphin fluid immersion surface mattress - patient has been on this therapy since (B)(6).